Event description:
It was reported that the patient missed a pump refill. No patient symptoms were reported; volume was below recommended volume for adequate infusion for an unknown period of time. It is unknown if device troubleshooting was performed. The pump and catheter were explanted and replaced. When the catheter was removed, it was noted that the tip of the catheter was not intact. The hcp was "unable to locate in patient". Final patient outcome was not reported.

Manufacturer narrative:
Results - used for the catheter.